Event description:
It was reported that this patient was presented back to the electrophysiology laboratory. The chronic subcutaneous implantable cardioverter defibrillator device and electrode were explanted due to infection with sepsis. No additional adverse patient effects were reported.